Event description:
Surgeon reported endophthalmitis with angle closure glaucoma in a pt who had cataract extraction surgery. It was reported that the pt's vision had improved when seen during a follow-up visit. Additional information has been requested.